Event description:
The customer reported quality control (qc) imprecision for the salicylate (sal) assay on the atellica ch 930 analyzer. The customer stated that no patient samples were reported while the quality control (qc) was out of range. No patient results were impacted or reported. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed imprecision.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report quality control (qc) imprecision for the salicylate (sal) assay on the atellica ch 930 analyzer. Siemens healthineers has confirmed there is a potential for imprecision with the atellica ch salicylate (sal) assay due to optical sensitivity when using a subset of lots of atellica ch reaction ring cuvette segments on some atellica ch analyzers. Us customers were notified of this behavior through an urgent medical device correction (umdc, letters achc25-01.a.us and achc25-01.b.us) and ous customers were informed through an urgent field safety notice (ufsn, letters achc25-01.a.ous and achc25-01.b.ous) titled ¿atellica ch reaction ring cuvette segments may cause imprecision on seven (7) assays¿. The communication was directed to all customers who received the impacted lots of atellica ch reaction ring cuvette segments informing them of the issue and providing instructions customers must follow. Note: for section d4, the customer did not provide the lot number that was used at the time of the event. The UDI number is unknown. Therefore, the gtin was provided.